Manufacturer narrative:
Device evaluation: results - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5166754. The device was manufactured from 8/8/2016 to 8/9/2016. Conclusions - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. If a sample is returned after this time, an investigation will be performed and a supplemental report will be filed.

Manufacturer narrative:
Date of event: the date of event is unknown. The date received by the manufacturer is used. (B)(6). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the patient was dispensed a new pack of bd 1ml 30g x 8mm insulin syringes, one syringe was found to be uncapped in the bag. The patient received a needle stick injury and subsequently went for testing. The patient was reported to be distressed but no further information is available.